Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was going to have an MRI of the head and complete spine to rule out meningitis. The patient was hospitalized and had a lumbar puncture done and the fluid was purulent. No other information was known. No further complications were reported.